Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead presented to the clinic for normal follow up. Interrogation revealed variable lv impedances with some values being greater than 2,000 ohms. It was also reported that the right ventricular (rv) lead threshold measurements had increased. No adverse patient effects were reported. A chest x-ray was ordered to assess header connection vs. Lead fracture. As of today no surgical intervention has been performed.